Event description:
It was reported the patient's blood glucose level rose to 373 mg/dl while wearing the pod longer than 48 hours. Patient stated the pink slide did not move forward and when the pod was removed from the infusion site (abdomen), the pod's cannula was found bent and the infusion site was a little red.

Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.locked down smartphone: lockdownomnipod software app version: 4.0.2operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.